Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri) with a charge time measurement of 22.0 seconds. The local area sales representative indicated that eri was reached due to charge time. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Information suggests that this medical device was kept by the patient and will not be returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.